Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) said they do not think their ins is holding a charge. Pt said last night the ins was charged to 50% and this afternoon when they checked, it was dead. Pt said they hadn't had an increase in stimulation, and no recent falls or trauma. Pt tried to start charging their ins and saw no device found. Pss walked pt through prm and pt had middle number ranging from 50-77. Pt was then able to start recharging their ins with excellent charging quality (controller and ins at 30%). Pss reviewed to monitor the issue and if it persists, to follow up with hcp/rep for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 17th. No changes have been but ins now lasts 2 days. The cause of ins not holding a charge was unknown and no steps were taken but battery charge seems to be back. Issue not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.